Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that the rv lead had oversensing noise. The rv lead was suspected to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.